Event description:
It was reported the pt has not used his scs system in approximately four years due to alleged lack of stimulation efficacy. The pt's entire scs system was explanted on (B)(6) 2014.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.